Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, before use, the cs 100 intra-aortic balloon pump (iabp) has short power waiting time. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) checked equipment on-site at the hospital to confirm the fault reported by the customer. The customer was advised to replace the power module. The customer gave up repairing this device.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).